Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. Instrument maintenance was within the recommended schedule. The customer used a centrifugation time of 10 minutes at 3200 revolutions per minute (rpm). Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter questioned low results not corresponding to the clinical condition for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 411 analyzer (disk system). The initial result was "positive." The actual result was requested but has not been provided. Some "hours later" a 2nd sample was obtained and the result was "negative." The actual result was requested but has not been provided. A 3rd sample was obtained and the result was "positive." The actual result was requested but has not been provided. The 2nd sample was repeated and the result was 10 pg/ml ("negative").

Manufacturer narrative:
The e411 analyzer serial number was (B)(6).